Event description:
During baxter's functionality testing of a spectrum pump, it had a malfunctioning keypad. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the malfunctioning keypad which was experienced during eval. The #0 and basic keys worked intermittently. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.